Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission 15-may-2018 the device has been returned and evaluated by product analysis on 04-may-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The pump cover was opened and the old display was observed to be cracked. A test display screen was installed and found to be fully functional. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad and starting at the threads traveling to the grip pad and from the case seal traveling to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.